Event description:
It was reported that the home patient (hp) had kept getting air bubbles in the patient line of the automated peritoneal dialysis (apd) set with cassette during the therapy on the homechoice (hc) device. The hp was connected and in fill one when the reported issue occurred. The technical service representative (tsr) inquired about the disposables, but the hp stated that everything looked fine. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.